Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "high" per the continuous glucose monitor; cause was unknown. Bg was addressed via a correction bolus, manual injections, a supply change, and a new vile of insulin. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump was functioning as intended.